Event description:
Pump was returned for service with a report of a malfnction code 3 interrupting an infusion of tpn. The malfunction occurred approximately 6.5 hours into the infusion. The faciliy reported that there was no pt injury and no medical intervention was required. The tpn was being infused from a bag containing 1.5 liters. Info regarding pt info, the total length of the infusion, and the volume that was not delivered was not provided by the facility.